Event description:
The reporter claimed the pump setting will reset after each battery change. There was no reported patient impact associated with this complaint. The animas representative made an attempt to contact the patient for more information but the voicemail was full. This complaint is being reported as a malfunction due to the setting issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.